Manufacturer narrative:
(B)(4).

Event description:
It was reported that when interrogating the device, a message indicating that hardware reset was detected. The patient had been lost to follow-up, and it was suspected that the device may have triggered this message as a result of a low battery. Device was explanted and replaced.